Event description:
The device's cutting mechanism would not engage. Repeated troubleshooting to no avail.

Manufacturer narrative:
Unit was received from the customer. Refer to evaluation #(B)(4)-unit primed successfully. "Check handpiece" message displayed when cutting power was applied. Removed outer casing of the handpiece to reveal an o-ring leak. Fluid bypassed o-ring and case body junction shorting out the crystal stack. No verifiable cause of leak. The DHR for lot 06313-05 was reviewed. The part met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units released from lot 06313-05. A review of lot history showed (B)(4)) complaints from this lot. This lot has a failure rate of (B)(4).